Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a power issue with her one touch ultra meter shutting off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue started on (B)(6) 2011, at an unspecified time. She informed the cca that she manages her diabetes with insulin (no adjustments), and due to the alleged product issue she denied making any changes to her usual diabetes routine. The patient reported that a "couple of hours" after the product issue began, she allegedly passed out. She stated that emergency medical services (ems) came at "night" (exact time unknown), tested her with their ems meter, and obtained a blood glucose result of "35 mg/dl". In response to her symptoms and to their blood glucose value, they administered IV glucose. During the initial call with cca, the patient denied any misuse of the meter. It is unknown if the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of severe hypoglycemia and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.